Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) induced the patient into ventricular tachycardia (vt) with pacing. The ICD appropriately delivered anti-tachycardia pacing (atp) that the rhythm was terminated. Boston scientific technical services (ts) recommended to reprogram the device. This device remains in service. No additional adverse patient effects were reported.